Event description:
Drive devilbiss healthcare is the initial importer of the device which is a knee walker. This device was rented for use after an injury. We have not received the device for evaluation nor have we received specifics on model or incident. We will file a follow up submission when additional information becomes available. We are filing this report in an overabundance of caution. While using the device the end-user sustained an aggravation of her pre-existing ankle injury which may require revision surgery.